Manufacturer narrative:
Com-(B)(4).

Event description:
The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver took the charge but failed to boot up. The functional testing was performed and it passed the relevant testing.the receiver log was downloaded and reviewed, finding no errors related to the complaint within the investigation window. The receiver was opened for an interior inspection and it passed. The reported event of an overheating receiver was not confirmed. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the receiver was overheating. No additional event or patient information is available.the receiver has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.